Event description:
The customer contacted beckman coulter, inc. (Bec) to report one (1) erroneously low total bilirubin (tbil) result for a patient sample assayed on a synchron lx 20 pro clinical chemistry system. The erroneous tbil result was not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control (qc) results were recovering within the laboratory's established ranges at the time of the event. The customer reported that the direct bilirubin result for the patient sample caused the operator to question the tbil result since the tbil result must be higher than the direct bilirubin result. The customer reported that the patient sample was reassayed on the other analyzer in the laboratory. A higher tbil result was obtained which was interpreted to be correct. This higher result was reported outside of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the sample syringe and the reagent syringe. The fse verified the repairs by performing a precision analysis and by assaying quality controls. The event described in this medwatch report is similar to another event from the same customer which occurred on a different date. The related medwatch report number is 2050012-2011-04075.